Event description:
A caller reported that the pump screen lacked brightness, affecting their ability to interact with or read the pump screen. There was no adverse impact on the customer's blood glucose level. Customer continued to use the pump for insulin therapy.